Manufacturer narrative:
Insulin pump received with no express bolus button response due to corroded keypad traces. No button error alarm during testing. It was also received with cracked reservoir tube lip, missing end cap sticker and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed button error. Customer changed the battery and alarm is recurring. Customer is pregnant. Blood glucose value is 90 mg/dl. Nothing further reported.